Manufacturer narrative:
The device was received on april 9, 2019. Received one (1) used 140099290 ls, primary plumset, 15 micron filter lot #925775h, the reported filter leak was confirmed by investigation. As received, the inlet vent of the filter of the returned list 140099290 lifeshield set appeared damaged or wetted. Marks were observed on the vent material surface. The reported infusate is a chemotherapy drug. The duration of use an pressure applied were not provided by the customer. A leak was observed from the inlet vent of the filter. The leak appeared to seep through the vent material at numerous locations. The probable cause of the observed leak is temporary or permanent loss of the hydrophobic properties of the filter vent material due to infusate interactions. The exact cause has not been determined at this time. A batch record review was performed to lot# 925775h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. This lot was manufacture on 08/14/18 to 08/15/18. Manufacturing quality (mq) performed visual and physical evaluation with zero defects found. Maintenance routines and maintenance work orders (wo) were not analyzed, since there are no machines involved that could be associated to the defect reported. No process changes, unusual event, re-work, re-processing or re-inspection activities were generated or performed to the batch mentioned above or its commodities. As a result no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
The product is available for investigation. It is not yet received.

Event description:
The event involved a chemotherapy administration plum set that 30 minutes into an infusion with a plum 360 pump of an unspecified chemotherapy drug, a leak was noticed from the distal filter. The device was changed/replaced with no further problems encountered. There was patient involvement, a delay in critical therapy, and unprotected chemo exposure; however no medical or surgical intervention required, no blood loss, and no adverse operator consequences. No additional information was provided.